Event description:
Per independent repair center statement, the unit had low o2 or yellow light - confirmed. The key failure was the sieve bed being saturated reported by the dealer and having a high odor. Additional malfunctions were the 4 way valve not shifting and the pilot valve issue caused unit to alarm.